Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via telephone call that the insulin pump alarmed for no delivery during the manual prime. The blood glucose reading was 274 mg/dl. The customer was advised to disconnect and reconnect the tubing and reservoir and push insulin manually through the tubing and the customer reported that insulin did not exit. The customer was advised to assemble a new infusion set with the current reservoir and the insulin did exit. The customer was advised to rewind the insulin pump, reinsert the reservoir and run a manual prime and reported that the insulin pump alarmed for no delivery. The reservoir only had 2 units remaining and the customer was advised that this may have been why the insulin pump alarmed. The customer repeated the procedure with a new reservoir and the insulin pump did not alarm. The customer was advised that the reservoir would be replaced and agreed to return the product for analysis.